Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively. However based upon the information from sorc, there was possibility that this phenomenon was attributed to the failure of the electrical component on the electrical circuit board due to the electrical short and so on. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was not powered up at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and identified the reported phenomenon. Sorc found the printed circuit board failure which might be caused the reported phenomenon. There was no patient injury associated with this report.